Event description:
It was reported that the driver continued to run on its own prior to the start of a surgical procedure. There was no patient involvement. The planned case was completed with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The driver has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.